Event description:
It was reported that when the patient presented via a merlin.net transmission, backup vvi was noted. The patient was brought in-clinic and a device download was successfully performed.